Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections b5 (describe event or problem) and h6 (type of investigation & investigation conclusions). Investigation summary: for the complaint associated with not being able to remove the needle: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. For the complaint associated with insulin not coming out of the needle tip: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The needle is stuck in the rubber stopper and could not be removed. Agency: xxxx quantity: 5 before use other injury: none the needle did not penetrate batch # additional information: after attaching needle to insulin injection syringe and attempt priming, insulin solution did not out from needle tip. Tried to take off the needle from the injection pen but it remained stuck in the rubber stopper of the insulin injection pen side and could not be removed.

Event description:
The needle is stuck in the rubber stopper and could not be removed. Agency: xxxx, quantity: 5. Before use other injury: none. The needle did not penetrate.